Event description:
Same case as MFR #6000089-2004-01545. Clinical study. It was reported that the day of a coronary artery drug eluting stenting treatment procedure, the pt's cardiac enzymes met criteria for a myocardial infarction (mi). The first lesion being treated is a 3.0 mm, 80% stenosed, mildly tortuous mid right coronary artery (rca) lesion. The physician direct stented the lesion with a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. The physician then direct stented a 2.5 mm, 80% stenosed, mildy tortuous, rpda lesion. Both lesions had 0% stenosis after stenting. Later, the pt's cardiac enzymes met criteria of a mi. No action was taken to resolve this event. The pt was dischrged two days later on asa and plavix. In the opinion of the physician it is unk if the mi was related to the taxus stent or target vessel.